Event description:
It was reported that an intraocular lens (iol) had broken haptics. The issue was noticed after implantation when the lens was in the patient's operative eye. The iol was removed in the same procedure with no consequences to the patient. No further information has been provided.

Manufacturer narrative:
Pt info: information not provided/not available date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. Reporter phone number: information not provided/not available the device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.